Manufacturer narrative:
Based on the limited information provided, no definitive conclusion can be made. The cause of the alleged adhesions cannot be determined at this time. As reported, the excess arista product was not removed from the site of application by irrigation and/or aspiration. Our instructions for use (IFU) identifies that excess arista ah should be removed for the site of application by irrigation and aspiration. The possibility of the product interfering with normal function and/or causing compression necrosis of surrounding tissue due to swelling is reduced by removal of excess dry material. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. To date, this is the only reported complaint for the subject lot of (B)(4) units manufactured in june of 2019. Used in patient.

Event description:
It was reported that two days after a laparoscopic hysterectomy case, the patient was vomiting and in severe pain. Patient was taken back to theatre and adhesions in the area were discovered and removed. It was reported that a full 3g bellow of arista was used during the procedure and the excess product was not removed from the site of application by irrigation and/or aspiration. The surgeon believes there is a correlation between the patient's adhesion formation and the arista product applied.